Event description:
(B)(4). The tip of the optical trocar got loosened within the pt, had to be removed. Narrative from customer: "pt (B)(6), complaining of abdominal pain was scheduled for dx laparoscopy and possible oophorectomy. Dr. (B)(6) made a small umbilical incision and inserted the optical trocar into the abdomen. The optical trocar was removed and the balloon system was inserted and insufflated. The first item identified in the abdominal cavity was the clear trocar tip. Dr (B)(6) continued the procedure noting the location of the tip. After looking at the right ovary she determined that she could not view the left without placing the pt in the trendelenburg position. She decided at that time to remove the tip via placement of a 10mm port with pneumoperitoneum and using an endobag. After quick removal of the tip she then was able to see that the left ovary was clear so she closed the pt without incident."

Manufacturer narrative:
The device will be returned to manufacturer for eval. At this point of time no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. Additional info will be provided in a follow up report as soon as further info is available.